Manufacturer narrative:
During device evaluation, the reported issue was confirmed. The ac inlet was damaged and pushed inward. Visual examination also showed three of the suction feet were broken off and the remaining foot had weak force. In addition, the power switch was damaged with its cap torn off. Functional testing of the device showed the air pressure did not meet specifications due to dirty tubing, faulty air pump, worn air joint unit and worn connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the inlet was broken. This issue was found during reprocessing. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During investigation, damage was found at the inlet and the power switch: the cause of these issues was not identified. Foreign material was found at the tubing and the cause of this issue was not identified. Olympus will continue to monitor field performance for this device.